Event description:
It was reported that the ax55g was used during a low anterior resection. It was reported by the affiliate that the surgeon realized after using the device, that there were no staples. He wants to keep the ax55g until the pt is out of the hospital. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50937. Device not returned for analysis.